Manufacturer narrative:
G2: country of origin is japan. H3: product analysis for product# 2990001; lot#0011141114. Visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3/4 fenestrat ion l4/5/s tlif spinal therapy for lumbar spinal stenosis, isolation. Levels implanted at l4/5/s. It was reported that the inserter could not be removed because the space between the vertebrae was narrow and thinking that the inserter and cage were not separated, only the inner shaft was removed first, and removed the outer so that it could be twisted. Upon noticing the damage and checking with imaging, it appeared that it was left in the groove of the cage, so an attempt was made to extract it using forceps or a foreign body forceps, but it could not be removed at all. There were no patient symptoms reported. There were no further complications reported regarding the event. There is a delay of overall less than 60 minutes. Additional information received from manufacturer representative that there is no allegation with the cage. And there is no plan to remove the device(inserter). Additional information received from manufacturer representative that there is no issue with threaded inserter shaft and no causal r elationship with event and inserter.